Event description:
It was reported that the atrial lead was undersensing and had low impedance measurements. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6943 implantable defib lead (B)(6) 2004. (B)(4).